Event description:
Customer reported an issue with the touchscreen responsiveness of their pump, noting that the screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted in performing a pump reset, which resolved the issue, though it was determined the problem was caused by a lifted corner of the screen protector. Customer was able to interact with the screen post-reset, and a replacement screen protector was dispatched to resolve the issue.